Event description:
It was reported that a malfunction occurred on the pump after the customer forgot to remove it before entering a pool, leading to the pump getting wet. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to an alternate method of backup therapy.